Event description:
Pronto was used uneventfully in three successive thrombus extractions from a pt's coronary system. When the pronto was removed after the third extraction, the marker band was dislodged from the catheter. Attempts to snare and remove the markerband were not successful, so the physician directed it to a small distal branch artery. No pt sequelae noted post procedure.